Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown reagent. The meter result was 1.4 inr. The date of the event is approximate as the customer stated it was three to four weeks ago. The result from the laboratory was 2.0 inr or 2.1 inr. The timeframe between the meter and laboratory test was unknown. The patient's therapeutic range was not provided. The patient's frequency of testing was not provided.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."